Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding your complaints that alleges false negative or discrepant results when using kit bd veritor for rapid detection of sars-cov-2 (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false negative was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h10.

Event description:
It was reported that rapid detection of sars-cov-2 veritor was used and false negative antigen tests were obtained. Confirmatory testing was performed and resulted in many positive pcrs. There was no report of patient impact. The following information was provided by the initial reporter: we had recently requested some information regarding the veritor rapid covid kit and the detection of delta variants. One of our pathologists at our facility is inquiring about discrepant results. We were inquiring to find out if there had been any updates to the variant study for what the kit will detect (delta ay2, ay1, and ay3). And just to put something on your radar: I took a quick glance last night at some recent discrepancies between negative antigen and positive pcrs. Many of the pcrs are strongly positive, despite having negative antigen tests. I don't want to raise an alarm just yet, but I would like you to know that I am concerned. Bd has said that they have tested the ay2 delta variant, and are continuing studies for the ay1 variant. But our genomic surveillance shows that hinds/rankin/madison mostly have ay3, which is a newly described delta variant and not sure bd is even aware. I'm going to look more into it this afternoon, and I will keep you all posted of my findings and proposed next steps. I pulled the antigen testing results from the clinics and lexington/grenada from 8/1 through 8/11. 296 antigen tests resulted. 60 positive, 236 presumptive negative (20% positivity). 149 patients had concurrent pcr swabs collected. 130 antigen negative, pcr negative (agreed with antigen). 2 antigen positive, pcr positive (agree with antigen). 1 antigen positive, pcr negative (false positive antigen). 16 antigen negative, pcr positive (false negative antigen).

Manufacturer narrative:
Medical device lot #: pending was reported, however, they are not lot#¿s manufactured for this product. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that rapid detection of sars-cov-2 veritor was used and false negative antigen tests were obtained. Confirmatory testing was performed and resulted in many positive pcrs. There was no report of patient impact. The following information was provided by the initial reporter: we had recently requested some information regarding the veritor rapid covid kit and the detection of delta variants. One of our pathologists at our facility is inquiring about discrepant results. We were inquiring to find out if there had been any updates to the variant study for what the kit will detect (delta ay2, ay1, and ay3). And just to put something on your radar: I took a quick glance last night at some recent discrepancies between negative antigen and positive pcrs. Many of the pcrs are strongly positive, despite having negative antigen tests. I don't want to raise an alarm just yet, but I would like you to know that I am concerned. Bd has said that they have tested the ay2 delta variant, and are continuing studies for the ay1 variant. But our genomic surveillance shows that hinds/rankin/madison mostly have ay3, which is a newly described delta variant and not sure bd is even aware. I'm going to look more into it this afternoon, and I will keep you all posted of my findings and proposed next steps. I pulled the antigen testing results from the clinics and (B)(6) from (B)(6). 296 antigen tests resulted, 60 positive, 236 presumptive negative (20% positivity), 149 patients had concurrent pcr swabs collected, 130 antigen negative, pcr negative (agreed with antigen), 2 antigen positive, pcr positive (agree with antigen), 1 antigen positive, pcr negative (false positive antigen), 16 antigen negative, pcr positive (false negative antigen).